Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and system sensor and no delivery tests. No excessive "no delivery" error alarm noted. Unit had minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus and basal constantly. Customer has changed out her reservoirs and infusion sets but the alarm does not clear. Customer indicated that the pump went through an x-ray machine a few weeks ago. Customer's blood glucose was 342 mg/dl unknown at the time of incident. Troubleshooting was done for no delivery and found that it alarmed after a displacement test and cannula could not be filled due to no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.